Event description:
Following an atrial flutter cti procedure, the patient had a pericardial effusion which required a pericardiocentesis. At the end of the procedure, while ablating in the right atrium at the cti region near the ivc with a resterilized tacticath se ablation catheter (resterilized by vanguard ag), a steam pop was heard, this is when it is thought the perforation occurred. An elevated heart rate of 100 bpm and a decrease in blood pressure was observed. An ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient has a history of a stent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).